Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record for the reported lot was performed and revealed no related manufacturing nonconformities. The reported difficulty appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device mentioned in b5 is being filed under a separate medwatch number.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via a 7f sheath hole prior to an interventional ablation procedure. Reportedly, when harvesting the suture, the entire suture came out with the knot intact as the suture did not catch onto the vessel wall with the first prostyle device. A new prostyle device was used, and the same issue occurred. The pre-close technique was abandoned. The sheath was upsized to a 14f sheath, and the ablation procedure was completed. Hemostasis was achieved with manual suturing of a figure of eight suture. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.